Manufacturer narrative:
Result of investigation: the customer's statement "the fiber optic cable will fall off/come loose from the light post on the telescope" cannot be confirmed. No damage to the light cable or the optical connection point could be detected. The cable corresponds to the currently valid specifications. The light cable shows normal wear and tear corresponding to the application without affecting the function. The most probable root cause of the cable falling off is that the optics are not connected correctly, which could cause the cable to suddenly come off. We expressly point it out in the IFU associated with the cable. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported: "whilst operating, the fiber optic cable fall off/come loose from the light post on the telescope. There was no harm to the patient or user". No negative impact in state of health reported.